Event description:
It was reported patient was not having any efficacy with the vns therapy system. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
Device failure suspected.